Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri-45, lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Evaluation summary: the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, there was blood on the proximal conductor, there was blood on the distal conductor of the lead and it was obstructed; full lead returned and analyzed. Additionally, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, that the impedance trend on the rv (right ventricular) pacing lead was variable, and that pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
The patient presented to the emergency room complaining of pocket stimulation. Interrogation of the device showed that both the right atrial (ra) lead and the right ventricular (rv) lead had switched to unipolar for low impedance measurements. Both impedances were measured to be 76 ohms bipolar and after switching to unipolar they were the same at 133 ohms. Other measurements were within range of expected. The device switched to unipolar pacing. Outputs were programmed down in case the issue re-occurs, the patient we likely feel the pocket stimulation. The representative was very confident that the lead connections were not the issue per the circumstances and implant technique. The patient will be monitored closely. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had intermittent capture, variable impedance, unipolar higher than bipolar. When the impedance was less than 300 ohms the lead had no capture or sensing. The atrial lead exhibited far field r-wave (ffrw) oversensing. During the explant procedure insulation breeches were noted that appeared as a crush type intrusion through the insulation and a malformation of the conductor. Bot the rv and ra leads were explanted and replaced.